Event description:
A surgeon reported one day following a glaucoma filtration implant procedure, the device was touching the cornea. No impact was reported to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, no lot or serial summary were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).